Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per provider, the cable on the handset is causing the handset not to work. If it is pulled to the right it is causing the handset to shut off. When pulled to the left it will work. MDR filed.